Event description:
It was reported that the #9 key on a pumps keypad is "stuck."

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #7, #8 and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function (e.g. When the #1 is pressed 19 will be displayed). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unk.